Event description:
It was reported that the monopolar curved scissors instrument was dull. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found that the instrument was able to cut cleanly through .006" latex. No damage to the blades was observed and electrical continuity passed. Engineering also observed that one side of the main tube has a section 4.75" above the tube extension with material removed. The damaged area is .8" long x .2" wide, gray in color and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.